Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: tissue and procedure name is unknown. On (B)(6), sales rep reported that 6 eaches broke that day. Packaging and lot were saved. It was stated that the suture breakage ¿happened off and on for about a year¿ but not frequent enough to raise awareness until november 2020 when it happened more frequently. Please advise the lot number of the 6 devices that broke on (B)(6) 2021. Was it lot qjmsrx that was reported in (B)(4)? Only three (3) devices can be confirmed that they belong to lot number qjmsrx did the 6 breakages occur during the same surgical procedure? Unknown. Were the events that ¿happened off and on for about a year¿ previously reported? If yes, please provide product complaint numbers. No, problem wasn¿t brought to my attention until the initial complaint was filed by me in november. The following information was requested, but unavailable: if the events were not previously reported, please provide procedure date, patient demographic information, product code, lot number, quantity involved in each procedure. Were there any adverse patient consequences? These complaints were reported with multiple events. There are no additional details regarding the additional events that occurred prior to november 2020. (B)(4).

Event description:
It was reported that a patient underwent a pediatric urology procedure on (B)(6) 2021 and suture was used. The suture broke during the procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information was requested.